Event description:
It was later reported the physician does not believe the increased salivation and pneumonia are related to vns. The physician also reported the impedance was 2875 and that she did not believe the vns was damaged. It was further explained that the physician examined the patient during the time the mother had concerns and she did not see anything wrong with the device, she did not see any bruising, and she did not see any protrusion. The salivation is due to a traumatic brain injury and is not related to vns. The salivation did cause aspiration pneumonia, but this was stated to not be related to vns. The physician did not believe any of the mother's concerns were related to vns.

Event description:
It was reported the patient was pulling on his lead on (B)(6) 2015 while in bed. The patient was manipulating the device until the point it protruded. They were able to resolve the protrusion by pushing the lead back down. Since this occurrence, the patient has had an increase in saliva and coughing and the patient was seen in the hospital for pneumonia. It is undetermined if the saliva was the cause of this. It was reported that since the hospital visit, the patient had some increased coughing described as "coughing spasms". The coughing was treated by putting the magnet over the vns generator, which seemed to resolve the issue. However, the problem re-presented after 4.5 hours of sustained generator disablement.